Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor reading discrepancies and the insulin pump went into threshold suspend. The customer stated that the sensor was reading 58, 31, 28, 33, 29, and 49, but blood glucose was 80 mg/dl first and then 168 mg/dl. The customer checked and noticed the sensor was partially out of the body. The customer was advised about tape options. The sensor will not be returned for analysis.